Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a scheduled generator replacement, insulation abrasion was noted on the proximal portion of the right ventricular lead. No electrical abnomalities were observed. The lead was capped and replaced. No adverse consequences were reported. The patient condition was stable before, during and after the procedure. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.0cm was returned for analysis. The portion of the lead that was returned was normal.